Event description:
Additional information was received patient had ipg pocket revision on december 26. Surgical intervention resolved the issue. Patient¿s weight also provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at the ipg site, due to the location. Surgical intervention may be planned to address this issue.